Event description:
Country of complaint: (B)(6). Thread broke easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: waiting for product return for evaluation.